Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was implanted for the treatment of parkinson's disease. The lead was salvageable and there is no further surgical intervention planned. There was no change or effect on the patient's therapy and impedance values are within normal limits.

Manufacturer narrative:
The main component of the system involved in the reported event; other applicable components are: product ID: 338940, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturing representative regarding a patient implanted with a deep brain stimulation (dbs) device for an unknown indication. It was reported that the insulation on the dbs lead was damaged with a plasma blade on (B)(6) 2017. Initial system impedance tests done following the damage proved within normal range and acceptable. It was noted that perpendicular application of the plasma blade near/on the dbs lead may have led or contributed to the damage. There were no issues with the patient or system reported; there were no actions or interventions taken and the patient was noted to be alive without injury. It was unknown if a surgical intervention was planned.